Manufacturer narrative:
The associated complaint device was not returned. A medical investigation concluded that based on the article, the first revision was precipitated by the dislocation of the insert secondary to a fall from a bus. The root cause of the methicillin-resistant staphylococcus aureus that resulted in the second revision cannot be concluded, but is not due to a failure of the device or procedure. Without supporting clinical/medical documents a thorough investigation cannot be performed. In addition, without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported during a literature review, that at 32 weeks of primary surgery the patient complained of a sudden onset of knee pain associated with restricted range of motion. During physical examination, an audible popping sound was emanated from a swollen right knee. The patient referred that a week earlier he had suffered a half-meter fall from a bus with both knees held in semiflexion.